Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix disengaged from helical channel, with blood on conductor and helix; the analyst noted that the helix has been over-retracted, which most likely contributed to the helix issue; full lead returned and analyzed.